Event description:
It was reported that the zimmer electric dermatome was not cutting the skin properly. Additional clinical follow up with the hospital on (B)(6), 2010 indicated the unit was taking a chunk of tissue at the right corner and had to be repaired using sutures.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.